Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-5 and l5-s1 with bilateral peek interbody cages l4-l5, l5-s1 and dynamics posterior segmental instrumentation at l4-5 and l5-s1. Bone graft for spinous processes and left iliac crest bone where aspirate for arthrodesis. During the procedure it was noted that 'on the left side at l4-l5 there was some adherence of the ligaments to the dura and this was decompressed. There was a small pinhole leak. One stitch of 4-0 silk was used to close this and there was no evidence of csf leak. Initial x-ray demonstrated the s1 screw was slightly anteriorly so it was removed... Bmp was mixed with autologous bone and used for posterolateral arthrodesis in lateral gutters for posterolateral arthrodesis at l4/5 and l5/s1. The patient was taken to the recovery room in stable condition. Pod 27 the patient was seen for neurological evaluation. Patient indicated that he had had some 'early nighttime bladder incontinence, and he stated that has resolved seemingly with the discontinuation of baclofen. He does have pain to the back and it gets into the buttock area bilaterally. He does get spasms with movement. He rates his pain as a 3 to 8/10. He is using a walker at times. He denies any weakness to the legs. He denies numbness or tingling. He does have a sense of soreness to the legs.' Pod 38 the patient was seen for urology consult for possible urinary retention. Patient complained of 'some longstanding history of hesitancy and intermittency with weak flow and some post void dribbling. The patient states that there may be possible urinary retention. He does not feel that he completely empties his bladder. 'Post void residual was checked which showed 60ml of residual. He most likely has decreased bladder contractility related to his spinal pathology, but may also have a component of bladder outlet obstruction.' Pod 75 the patient presented to the clinic and reported that his 'pains have significantly improved. He does report that his low back pain is now more of a pressure sensation that radiates into his right buttock to his right knee. He does state that this comes and goes, and it increases with activity as well as at the end of the day. He reports that at worst his pain is a 4 to 6/10, and resting does help. He continues to have mild weakness to this lower extremity, and he does report that this has been improving. He denies left lower extremity complaints.' The patient reported that the overflow incontinence symptoms have improved. Pod 110 the patient was seen for neurological consult status post posterior lumbar interbody fusion at l4/5 and l5/s1. Patient continues to have low back pain. Patient stated he fallen while getting into his car approximately 1 to 1½ weeks prior. Currently he states his low back pain is constant. He states this is worse in the moining with walking. He describes this as a tight pull that he locates to the center portion of his low back. He states that he does get a pressure feeling that radiates into his coccyx, and he does report this is a baseline 2 to 3/1 0 pain scale rating that can reach a 5 to 7 I 1 0 at worst. This pain also does further radiate into his right buttock with walking, but he states his low back pain is the most significant of his symptoms. X-rays of his lumbar region taken in the interim show stable positioning of hardware with stable postoperative changes. Radiographs taken same day noted 'one of the lower si transpedicular screw does project slightly past the anterior cortical margin.' Discussed iliopsoas weakness as well as the falls is concerning, and at this time the patient will undergo an MRI of his cervical spine and head for further evaluation. As to the spasm pains; the patient will utilize a home tens unit. Pod 152 the patient underwent MRI of brain and cervical spine for bilateral ileopsoas weakness. Imaging interpreted as 'satisfactory postoperative findings from cervical fusion involving c5 through c7 are present. Additional findings include a small central disc herniation at c7-tl and small endplate osteophyte/disc bulge complex formation to the left of midline at c3-c4.' Pod 169 the patient was seen for follow up. Patient reported 'ongoing pain in the right side of his low back that travels into his right sacral region. The patient denies loss of bowel or bladder control.' Pod 173 the patient underwent lumbar CT. Imaging interpretation 'demonstrates evidence of broad based disk bulge at l3/4 and post op changes at l4/5 and l5/s1 with concern for lucency at l4/5 pedicle screws. Presumed scarring is seen at the l4-l5 and l5-sllevels, where laminectomy defects are present. There is no appreciable hardware failure. Minimal central canal narrowing at l3~l4 due to broad-based disk bulging.' Pod 177 the patient underwent lumbar MRI. Imaging interpretation 'demonstrated postop changes with mild amount of disk bulge at level adjacent to fusion at l3/4. L4/5 and l5/s1 postsurgical changes from l4 through s1, 'no evidence of disc herniation or spinal stenosis.' Pod 180 the patient was seen for follow up status post posterior lumbar interbody fusion with instrumentation l4 through the sacrum with 'possible pseudoarthrosis and persistent and progressive low back pain symptomatology. He describes continued low back pain with radiation to his bilateral anterior thighs, walking intolerance and lower extremity weakness and heaviness without MRI finding of significant central or neural foramina/ stenosis. The patient was scheduled for revision surgery to 'assess the posterior hardware, which appears to be piercing the anterior aspect of the lumbar vertebral bodies with future recommendations for possible posterior hardware removal based on intraoperative findings' 197 days post-op, the patient underwent lumbar diskogram. Imaging interpretation: 'posterior tear and epidural leak at l4/5 and there is an anterior and posterior tear at l5/s1. Demonstrated evidence of concordant pain at l4/5 and l5/s1 with l5/s1 being the primary pain generator with some evidence of lucency surrounding screws.' At 202 days post-op, the patient underwent bone scan. Imaging interpretation: 'unremarkable; demonstrates evidence of mild increased uptake at facets of l4/5 and l5/s1 with post op changes of posterior fusion extending from l4- s1.' At 222 days post-op, the patient seen for follow up. Patient complained of 'frequent headaches, pain in his neck, much less than before but his pain in the lower back is quite intense.' At 225 days post-op, the patient seen for follow up. Patient complained of 'constant low back pain. He states that his pain is sharp and radiates into the sacral region. He also reports that it radiates into his left buttock on occasion. He does report some anterior thigh pain that is intermittent and less bothersome in nature. He reports increased discomfort with coughing and sneezing. He does deny any bowel or bladder difficulties. He also does have trouble sleeping.' At 247 days post-op, the patient presented with "progressively worsening back pain symptoms status post posterior lumbar interbody fusion (plif) at l4/5 and l5/s1 in 2009. Examination of the back shows tenderness on the lumbosacral muscles over the old scar. The process of working up the patient's symptoms, there did not appear to be any appreciable bone growing in the anterior interspaces from the plif procedure nor was there any notable bone in the posterolateral gutters for the inner transverse process fusion. The presumed source of the patient's symptoms were pseudoarthrosis. The patient did undergo in addition to the CT scan of the lumbar spine, provocative lumbar discography which showed controlled disk at the l2-3 and l3-4 levels and severe concordant pain at the l4-5 and especially l5-sl levels. Based on the findings of likely pseudoarthrosis, as well as concordant discogenic pain at these likely levels of nonunion." The patient underwent l4-5, l5-s1 alif.